Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code: 3191 - secondary surgical intervention, lens explant should be corrected to patient code: 2692 - no known impact or consequence to patient. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.00/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.